Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (catalog number enlw1620c95ee, serial number (B)(4), use by date 2012-04-08 and upn# (B)(4)).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan, proximal and distal type I endoleaks were observed. A secondary intervention was performed and a aortic cuff, endoanchors and limb extension were implanted, resolving the event. Per the investigator, the cause of the event was not procedure related but device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow-up images were not provided for comparison. CT¿s returned from 76 months post-implant revealed that there was no appreciable remaining proximal neck length with lack of stent graft radial apposition along the left anterior wall and a resulting proximal type I endoleak. The neck was also severely angulated relative to the distal aorta, measuring 80deg a-p. The bifurcate ipsi/left limb was positioned distally at the bottom of the aaa sac (likely migrated), and a distal type I endoleak was also visible. The left common iliac artery just distal to the left limb was tortuous (90 deg acute angulation), calcified, and the flow lumen diameter measured ~15 ¿ 16 mm. It is possible that the proximal and distal type I endoleaks were due to disease progression (neck and iliac artery dilatation) and aneurysm morphology changes (increase vessel angulation). If information is provided in the future, a supplemental report will be issued.